Event description:
While attempting to life a patient and stretcher (cot) at the scene of an auto/bicycle accident, the undercarriage of stretcher failed to completely lock in the full upright position. An ems employee pulled muscles in his back while trying to correct the level of the stretcher. After patient was transported to the emergency room, the ems employee calle dhis supervisor to report soreness in his back. The supervisor sent a relief unit and advised the injured employee to go to the local emergency room.